Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. D4: batch # 725c69. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. B3: exact event date unk, entered 1/1/2024 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. Upon visual inspection, the manual override door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 725c69, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, then stapler did not staple and did not cut, and it did not opened, because it got blocked. They have to opened it using the manual overload mechanism. The procedure was delayed by 10 minutes and was completed successfully. A new device was opened to complete the procedure. The device did not generate any fragments and no patient consequences were reported.